Event description:
It was reported that balloon rupture occurred.the 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at rated burst pressure for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no complications reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Investigation results: device analysis findings: the device was discarded and will not be returned; therefore, a technical analysis could not be performed. Device history record review: this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to patient condition. This conclusion code is based on the event description, the review conducted, and reported lesion characteristics. It was reported that balloon rupture occurred. Based on the event description, it is most likely an interaction occurred between the balloon and the patient's anatomy that contributed to the reported event. The lesion was described as moderately tortuous and moderately calcified, this anatomical feature likely contributed to the reported event.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at rated burst pressure for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no complications reported, and the patient condition was good post-procedure.